Manufacturer narrative:
Device 1 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Extension has wires broken in the header. It is unknown what over stress caused the wires to fracture. No functional testing could be performed on incomplete extension. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer's report: 1627487-2010-01589. The patient received her scs system consisting of 4 leads and 2 dual extensions placed in the occipital region (off-label location) on (B)(6) 2006. It was reported that the patient had a loss of stimulation in one lead and impedance reading were invalid. Intraoperative testing of the leads showed that all four leads were valid and that the extensions were the reason for the loss of stimulation. The extensions were replaced on (B)(6) 2008 and returned to ans for analysis.